Manufacturer narrative:
(B)(6). The device was manufactured december 21, 2017 - december 22, 2017. The actual device was not returned; however, photos were provided for evaluation. The photos show a pool of liquid inside a bag that contained the device which suggests leakage has occurred. The reported issue was verified. The cause of leak could not be determined via the photos. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked from an unknown location. The leak was contained in the green overpouch. The device was filled with 18000mg of piperacillin/tazobactam diluted in 0.9% sodium chloride. This was identified prior to use. There was no patient involvement. No additional information is available.